Manufacturer narrative:
D10 concomitant product: sigsbchgr- sig power sigsbchgr one -bay charger, lot# unknown h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection found the handle had 198 of 300 procedures remaining. The rear handle housing was removed and damage to the oled (organic light-emitting diode) screen and ir (infrared) shield was found. Analysis of data stored on the handle shows evidence of field programmable gate array (fpga) reset/reprogram failures. According to this data, the handle was running 29.5.3 software at the time of the fpga reset/reprogram failures. It was reported that the screen displayed a power handle error. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: there was damage to the external housing. This damage was consistent with rough handling of the device. Visual inspection found that after disassembling the device noted cracks on the oled screen. When the device was powered on, the screen stayed black. The product analysis noted evidence that the device was not used as intended. This issue may occur if the device is dropped. No enhancements or improvements were generated for the reported condition. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: the power handle is a precise instrument. Care should be taken to avoid dropping, improper cleaning, improper handling or sterilizing the device. These actions may shorten device life and/or lead to device failure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the handle was taken off of the charger, the screen of the handle showed a graphic error message. The handle was rebooted and the error message was not resolved. There was no patient involvement. Medtronic's initial evaluation of the incident device found that the handle shows evidence of field programmable gate array (fpga) r eset/reprogram failures.